Manufacturer narrative:
The device referenced in this report was returned to siemens for evaluation. It was found during destructive analysis and thermal test that the amb hv2701 chip were overheated. The reported phenomenon of image artifact was reproduced and the cause is transducer hardware fault (ic chip damage inside the transducer handle). Related pcb design was changed and implemented in nov. 2016. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. Reference: (B)(4). Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment.

Event description:
During a retrospective review of service notifications, it was found that the 18l6 hd transducer generated a triple image artifacts. The reported patient outcome was delay of diagnosis. No additional information was provided.